Event description:
It was reported hair inside the sealed package, making the material impossible to use.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair present within the packaging is confirmed to be supplier related. One sealed miniloc 20 ga x 1 in infusion set was returned for investigation. The product number and lot number on the packaging were ref: s02020-10 and lot: asaxs0117. A blue circle was observed to be marked on the clear packaging. A hair was observed to be present within the sealed sample. The supplier has been notified of this event.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include contamination of the kit before or after it was sealed; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of asaxs0117 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported hair inside the sealed package, making the material impossible to use.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include contamination of the kit before or after it was sealed; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of asaxs0117 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported hair inside the sealed package, making the material impossible to use.